Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No unexpected low battery alarms were noted. The insulin pump was received with a cracked case at display window corners and end cap. The device was also received with a severely scratched lcd window and foreign debris under the display (B)(4).

Event description:
The customer reported that her insulin pump was draining a battery quickly and there was a crack on the battery compartment. The customer was not sure how the damage occurred. Her blood glucose was 120 mg/dl. The customer stated that she was concerned because on a previous pump with a crack in the same area, she had pushed it in and it gave her too much insulin. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.